Manufacturer narrative:
The pump was received with operating currents within specification and passed the displacement, self test and unexpected restart error test. The pump gave a motor error alarm during the basic occlusion test due a faulty force sensor resistor. Unable to perform the prime, excessive no delivery or occlusion tests due to the motor error alarms. The motor was tested outside the device and passed. No unexpected low battery or failed battery test alarms were noted. The pump was received with a cracked case at the display window corners, display window, reservoir tube, reservoir tube window, belt clip slot and battery tube threads. The pump also had a partially broken reservoir tube lip, a missing end cap sticker and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that there was a crack on the insulin pump. The customer also reported that they received a failed battery test alarm. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 426 mg/dl at the time of call. The customer stated that they experienced nausea. The customer stated that they treated that the high blood glucose by bolus. The customer stated they were also given IV to treat the high blood glucose. The customer stated that they were wearing the insulin pump at the time of call. The customer declined to troubleshoot for the high blood glucose and failed battery test alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.